Event description:
A confirmed (B)(6) was obtained on a patient sample and questioned by the physician. The patient was redrawn at a later date for repeat hbsag testing and the result was negative. The customer retrieved the original sample and performed repeat hbsag testing after re-centrifuging the sample and the result was negative. The discordant patient sample was also sent to an alternate laboratory for verification hbv testing and the results were all negative. There was no known report of patient treatment being altered or adverse health consequences due to the initially confirmed reactive advia centaur xp hbsag assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse observed the sample probe tip was going too far into the cuvette. This may be a contributing cause, however the patient sample had originated from a laboratory collection station and was drawn as part of a free screen for the community. The fse recalibrated the sample probe and there has been no further reports of confirmed (B)(6) 2013. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications.